Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03924. It was reported the patient experienced ineffective stimulation due to one lead with high impedances and one lead migrating. Surgical intervention took place on (B)(6) 2023 wherein the leads were explanted, replaced and an additional lead was implanted to address the issue.

Manufacturer narrative:
Date of event is estimated.